Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the data does not support the complainant's description that the device overheats. Therefore, the reported condition was not confirmed. It was further observed that the cutter would not lock into the burr, due to the broken drive shaft. It was also noted that the drive shaft broke due to excessive force. The assignable root cause was determined to be user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device overheated. This event did not occur during surgery. There were no delays to the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.